Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are bent outwards. Judging from the x-ray markers the stent is displaced on the balloon by about 11 mm in distal direction. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to remove the stent system and the guiding catheter as a single unit if resistance to pull the stent system into the guiding catheter is felt.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous mid cx. After predilatation, it was not possible to push the stent towards the lesion. Upon pullback resistance was felt and some stent struts were deformed.